Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The clinical review of the reported event was performed and it was concluded that the device use did not contributed to the patient outcome. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive. The clinical review confirmed that the patient use did not contributed to the patient outcome.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive. The clinical review confirmed that the patient use did not contributed to the patient outcome.

Manufacturer narrative:
The customer provided additional patient information and confirmed that the device use did not contributed to the patient outcome. The record has been updated accordingly. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify but not to duplicate the reported issue. A customer quality engineer analyzed the device electronic records and verified a device reboot which took 29 seconds (from 11:09:17 pm to 11:09:46 am on the event date). A root cause could not be determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive. The clinical review confirmed that the patient use did not contributed to the patient outcome.